Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy procedure. It was reported by the rep that the surgeon fired the stapler with the original cartridge in the instrument. The cartridge locked out and would not fire with the original cartridge. The instrument was reloaded and fired properly. The scrub nurse commented that the original cartride did partially fire because there were staples present in the tissue. This happened with (2) instruments, both original cartridges locked out without completely firing the cartridge. In each incident partial staples had been fired into the tissue. There was no consequence to the pt.